Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed with no physical damage noted. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. In the initial as-received treatment test, a balloon valve leak warning occurred during the treatment set-up. The treatment test would not advance, and the test was cancelled in order to troubleshoot the problem. Fluid leak determination & disposition vacuum test failed. The load cell verification was within tolerance. Troubleshooting identified fluid in hp2 filter in the cycler pump assembly pneumatic system. The filter was clogged. The hp2 filter was replaced. There was fluid within the hp2 filter of the pump assembly pneumatic system. The cause of the encountered fluid could not be determined. There were no other discrepancies encountered in the internal inspection of the cycler. After replacing the hp2 filter, an (as-received) simulated treatment was performed and completed without further failures. The cycler weighed fill volume values were within tolerance for a liberty cycler. The cycler underwent a system air leak test, valve actuation test, patient calibration check, and mushroom head check. There were no fluid leaks in the test cassette during the treatment tests. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records following a report of a patient having an air detected in cassette alarm. The patient discontinued treatment during drain 3 of 3 due to the large drain. A review of the patient¿s treatment records identified that the patient drained 4756 ml during drain 3 of the treatment. This drain volume is 190% the patient's prescribed fill volume of 2500 ml. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. Upon follow-up, the pdrn stated that they were not aware of the event but they had seen the patient since the reported event and confirmed the patient did not develop any symptoms, injury, adverse event, or require medical intervention as a result of the reported event. The pdrn confirmed that the patient is trained on manuals and stat drains if needed, but could not confirm if the patient was able to complete treatment that day. It was unknown if the cycler was replaced and returned to the manufacturer for evaluation. Additional information was requested but to date, has not been provided.